Event description:
Additional information was received indicating the rv lead was explanted and replaced to resolve the event. Additionally, externalization conductors were noted on the rv lead during the procedure. The patient was stable.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an in clinic follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. Lead damage was suspected. An additional in clinic follow up was performed and the defibrillation impedance was in range. The patient was stable and will continue to be monitored.